Event description:
An alarm issue was reported with the adc device in use with an iphone phone with ios operating system version 17. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was treated with intravenous glucose for a diagnosis of hypoglycemia by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone phone with ios operating system version 17.1.1, app version 2.7.5.4.061. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was treated with intravenous glucose for a diagnosis of hypoglycemia by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate using similar configuration of iphone 13 mini with ios 17.0.3 for app version 2.7.5.4061 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.